Event description:
Account experiencing discrepant bicarbonate results. Three pt examples provided, results repeated on another analyzer. Pt 1, initial result 31 mg/dl, repeat gave 22 mg/dl. Pt 2, initial result 35 mg/dl, repeat gave 24 mg/dl. Pt 3, initial result 34 mg/dl, repeat gave 27 mg/dl. The initial results were reported, the pts were not adversely affected. The field service rep determined contamination to be the cause of the issue and decontaminated analyzer. Performance checks were performed.